Manufacturer narrative:
The iabp was removed from service and was returned to the mfg facility in (B)(4) for eval. A supplemental medwatch form will be submitted when add'l info becomes available. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp emitted a burning smell and shut down. The customer attempted to restart the unit but the iabp would not start up, the arrow on the screen was spinning continuously. The pt was switched to another iabp and therapy was continued. No pt injury was reported.